Manufacturer narrative:
Mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: unit received without 6in transitional. Unit received with the lock having both rotational and lateral movement and a residue buildup is present. Upon disassembly repair noted the index knob and the lock will need new components added to replace worn internal parts; unit was machined to have heli-coils added to large starburst threads, general maintenance and cleaning performed. Root cause: the reported complaint was confirmed. Evaluation showed that the lock had movement and a residue buildup is present. The index knob and the lock had worn internal parts. Device exceeds its expected life of 7 years (manufactured in 2006). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) was broken. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported. After the device was returned by the customer, evaluation showed that the lock had movement.